Manufacturer narrative:
The device was discarded. A review of the manufacturing records indicated that the product met specifications upon release. If additional information is provided a supplemental will be submitted. It is possible that some clinical factors may have contributed to the ¿incorrect readings¿; however, with such limited clinical information, this could not be confirmed with any certainty. No actions will be taken at this time.

Event description:
It was reported that the readings were incorrect and there was no error message observed. There was no patient complications. Device was discarded.